Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with clip applier. According to the customer complaint: "when the clip is applied it does ligate but on continuation of procedure clip will slip off ligated areas causing bleeding to occur." There was no patient harm. An additional medical intervention was not necessary. The adverse malfunction is filed under (B)(4).

Manufacturer narrative:
General information: we received the applier and one clip applied to a rubber band, decontaminated. Consequences for the patient: according to the available information, there were no negative consequences for the patient. Investigation: vigilance investigator carried out the pictorial documentation visually and microscopically. Q-coordinator carried out the investigation, report attached to pc notification 500480456. Based to the report, the applier is according to the test plan, no production related problems can be found. Nevertheless a pressure mark can be found at the surface of the prism, most likely caused by an overload situation during handling or reprocessing. The provided clip is not fitting to this size of applier. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale: a dislocation of clips from the tissue could have several reasons. According to the IFU, when cutting clipped structures, leave an area of tissue of at least the with of double the clip between the clip and cutting site. Furthermore, ensure that the structure is not under tension when cutting. It also must be ensured that the clip applier forceps is only used with the appropriate clip cassette. Furthermore, prior to each use, inspect the product for loose, bent, broken, cracked, worn, or fractured components. Do not use the product if it is damaged or defective. Set aside the product if it is damaged. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action), a CAPA is not necessary.